Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed flow issue was due to a faulty 1st regulator unit. The events were attributed to degradation problems linked to the device, however, a definitive root cause could not be established. It is likely the following led to the malfunction: leakage- some form of stress¿such as damage or deterioration of components during handling¿compromised the watertight integrity. Set flow rate- caused by damage or deterioration of components during handling, or operational issues should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflator had a leak from the k-connector unit and it was not maintaining set flow rate. There were no reports of patient involvement.